Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable was loose at the rubber end around the black and white connector and the battery latch was damaged on the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the housing/battery cover and a loose sleeve around the connector was confirmed with the submitted photos of mobile power unit (serial # (B)(6). The submitted reference photos captured separation of the sleeve around the connector and scraps/indentations near the battery cover. The separation of the sleeve appeared to be related to the loss of adhesion from the glue. A root cause of the adhesion issue could not be determined during the evaluation. The scraps/indentations near the battery cover appeared to be related to mechanical impact. A specific root cause of the damaged housing/battery cover could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) is a rental unit and shipping information was unable to be located. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.